Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was apparent explant damage. Visual analysis was performed only. The analyst noted that the lead cannot be identified. No information was returned with the lead and lead length was not included.